Event description:
We received a report that an intraocular lens (iol) was explanted from the patient's left eye. The report indicated that the surgeon noticed the haptic was damaged but thought it would ''straighten out." One week later the doctor decided to explant the lens. Three follow up calls have been made to gather additional event and device details, but the calls have gone unreturned.

Manufacturer narrative:
(B)(4). Unspecified haptic damage. Explant of intraocular lens. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). Manufacturing record review: a review of the manufacturing records was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. The documentation shows that the production order (p/o) was manufactured according to specifications. No deviation or nonconformance was generated. In manufacturing, lenses are 100% inspected at 10x microscope magnification. Based on the manufacturing record review, no deviation or assignable cause was identified for the claim of ¿haptic damaged¿ when this production order was manufactured. A review of the raw material/manufacturing procedures in change control system was done and did not show any change in manufacturing method, inspections or specifications that could be related to this complaint type. No other investigations requests have been received for this p/o. Based on the non-statistical trend review for the complaint type reported, no adverse trend was observed. The documentation showed that the production order was manufactured according to specifications. Placeholder.